Manufacturer narrative:
Device evaluation: one photo of the device was provided for the analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The review of the photo could confirm the reported complaint. However, an evaluation can´t be performed since the sample was not received, in the case that the sample was received the investigation would be reopened to perform the corresponding inspections.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that small black dots were found inside the cadd admin set, near the connector. The event occurred in the patient¿s home, upon opening. There was no patient involvement.